Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date. Subsequently, x-rays show the locking bar has backed out. There has been no reported revision procedure. No further information has been provided to date.

Manufacturer narrative:
This follow-up report is being filed to relay the product and lot information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 3 states, "the locking bar used to secure the tibial plate and tibial-bearing components together must lock securely into place with an audible click at the time of implantation. Disassociation of the locking bar from the modular tibial plate component has been reported. Inadequate seating of the locking bar can cause disassociation of the locking bar from the tibial plate component, requiring revision surgery."

Event description:
It was reported patient underwent a total knee arthroplasty on an (B)(6) 2008. Subsequently, x-rays show the locking bar has backed out. There has been no reported revision procedure. No further information has been provided to date.

Manufacturer narrative:
This follow-up report is being filed to relay the initial procedure date, which was unknown at the time of the initial medwatch.